Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware via phone call from rand endologix rep on a patient with a possible graft infection. Patient initial implant was performed on (B)(6) 2017. Patient is currently being treated at the hospital for the infection and will be monitored. Patient is currently in stable in condition. There are no plans on a re-intervention at this time. No further information was provided.

Manufacturer narrative:
Based on the lack of relevant medical records and/or imaging, clinical evaluation was unable to complete their evaluation and confirm the reported event. Numerous attempts were made for retrieval of information, but no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. Correction: (suspect medical device) operator of device-remove physician and replace with health professional.